Event description:
It was reported that the patient's device had not worked since implant. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient's device had not worked since implant. No adverse patient effects were reported. This pacemaker remains in service. Additional information received reported that the device was functioning appropriately. The patient had supraventricular tachycardia (svt) and atrial arrhythmias related to medication and ablation, not the device. Technical services (ts) recommended patient education regarding device function, as the patient may be under the false impression that the pacemaker would eliminate all other abnormal rhythms. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.